Event description:
Early eri was confirmed via remote monitoring on 30th april. Device will be replaced.

Manufacturer narrative:
The device was explanted on (B)(6) 2024. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.